Manufacturer narrative:
(B)(4). Date sent: 3/8/2024 d4: batch # 587c56 b3: unknown; captured as awareness date investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 1 driver up with staples protruding and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties, however, the staple line at the distal end showed that one staple was malformed. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staple. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number 587c56, and no non-conformances were identified.

Event description:
It was reported that during an open esophagectomy, the device could not be fired at the 1st firing. The device was used during closure of the collard technique for esophageal reconstruction. The device pinched the tissue and the surgeon tried to fire, but the trigger did not move forward. Another device and another cartridge were used to complete the case. There were no adverse consequences to the patient. No further information is available.